Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (germany) the patient experienced loss of stimulation approximately three weeks ago. The ipg was confirmed to be inoperable. Subsequently, surgical intervention was undertaken to explant and replace the ipg.

Event description:
Per related reference MFR. Report: 1627487-2018-03581, stimulation was restored following the procedure.